Event description:
It was reported that the patient's left knee (primary implantation on (B)(6) 2020) was revised on (B)(6) 2023 after patient experiencing pain which is increased with activity and weightbearing. The patient walked with an antalgic gait due to implant loosening. X-ray demonstrated joint space narrowing, subchondral sclerosis, and osteophyte formation.